Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged pain and infection are related to the use of the activ.a.c.® therapy. Evaluation of the unit did not reveal evidence of an operational malfunction. There have been multiple attempts made to gather additional information, but there has been no response. Device labeling, available in print states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infection: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Pain management: patients receiving v.a.c. ® therapy may experience a reduction in pain as the wound begins to heal. However, some patients experience discomfort during treatment or dressing changes. In line with institutional guidelines, a validated pain scoring tool should be used and pain scores should be discontinued where appropriate before, during and after dressing-related procedures. In addition, the following strategies should be considered: -if the patient complains of discomfort throughout therapy, consider changing to v.a.c. ® whitefoam dressing. -ensure the patient receives adequate analgesia during treatment. -if the patient complains of discomfort during the dressing change, consider premedication, the use of a non-adherent layer before foam placement, using v.a.c. ® whitefoam to dress the wound, or managing the discomfort as prescribed by the treating physician. -a sudden increase or change in the character of the pain requires investigation.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient's mother: the patient's unit did not have a good seal and was alarming for low pressure that allegedly caused pain and an infection. No additional information provided. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Kci completed a manufacturing records review for v.a.c.® granufoam¿ lot no. 2904902 that determined that there were no non-conformances identified and/or deviations that were used during the manufacture of this lot that could have contributed to the alleged report of not obtaining a good seal and infection. Correction: kci completed a manufacturing records review for v.a.c.® granufoam¿ lot no. 2858872 that determined that there were no non-conformances identified and/or deviations that were used during the manufacture of this lot that could have contributed to the alleged report of the unit not obtaining a good seal, pain, and infection.

Manufacturer narrative:
Based on the additional information provided, kci's determination remains the same.

Event description:
Kci completed a manufacturing records review for v.a.c.® granufoam¿ lot no. 2904902 that determined that there were no nonconformances identified and/or deviations that were used during the manufacture of this lot that could have contributed to the alleged report of not obtaining a good seal and infection.